Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the false downstream occlusion alarm during testing. It was determined that the alarm was due to the downstream tubing guide pressure plate gap being out of specification. The downstream tubing guide was replaced.

Event description:
It was reported that a spectrum pump displayed a false downstream occlusion alarm. It was also reported that there was no patient involvement.